Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the screen went blank. The customer changed the battery and received an alarm for a reset error. The blood glucose reading was 85 mg/dl. The customer reported that he would call back to continue troubleshooting.